Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Root cause was unable to be determined. Device history record (DHR) was reviewed and no discrepancies were found. Medical records indicate that the patient underwent a revision surgery due to pain and infection. There was redness and pus in the wound. Lab test results showed that there was a significant increase in erthrocyte sedimentation and c-reactive protein. Bacterial culture was positive for eschericia coli. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a left hip exclusion therapy due to pain, redness, infection and redness approximately 1 year post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.